Event description:
Customer called in requesting assistance on how to change his infusion set. While on the line with customer he started having issues with his blood glucose he was dizzy and incoherent. Advised to check his blood glucose and it was below 65 mg/dl. Customer started to drink some orange juice and requested to call the emergency team. Call got disconnected when the emergency team arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.